Event description:
During procedure, unable to remove trocar intact from stryker fractgure kit. Multiple attempts made and eventually item retrieved in multiple pieces. Surgeon believes likely not a product defect or malfunction, rather the result of patient anatomy.